Manufacturer narrative:
The correction of h4 manufacture date deems required. This is based on the internal evaluation. Previous h4 manufacture date: 2020-02-18. Corrected h4 manufacture date: 2020-02-20. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of our surgical lights ¿ lca 50. As it was stated, during daily checking the brake cover was found to be missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: according to the information collected the silicone cap, covering the brake, was probably removed during a cleaning procedure. It was probably a misuse. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer;s reference number (B)(4).

Event description:
On 30th october 2023 getinge became aware of an issue with one of our surgical lights ¿ lucea 50. As it was stated, during daily checking the brake cover was found to be missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.